Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue independently by using a new cartridge.